Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the reservoir contained air bubbles. The customer's blood glucose level at the time of the incident was 300mg/dl. Customer indicated that the pump and basal settings are correct. Troubleshooting found that drive support cap and time and date programming were normal. Troubleshooting found that the pump was working as designed and customer was advised to change out set, reservoir and insulin and treat per doctor's instruction. Customer indicated that the high pressure test passed. No further details given.